Manufacturer narrative:
The initial regulatory report was submitted under retrospective summary report e2017032. Unique complaint identification number: (B)(4). The service engineer replaced the power supply module and the ventilator passed all testing. The (B)(4) power supply was returned for failure investigation. An external visual inspection of the returned part was conducted and no anomalies were observed. The part was attached to the failure investigation test ventilator for analysis. The unit was powered up. The ventilator circuit breaker tripped immediately. However, the unit did power up from the bps (backup battery supply). The fault was isolated to field effect transistors (fet) q1 and q2 short circuit and thermistor rt1 thermally damaged on printed circuit board assembly. If the power supply failed in this manner, with a bps installed, during ventilation the vent would continue to run on backup battery power. The appropriate audio and visual alarms would enunciate. If no bps was installed an independent alarm would sound for at least two minutes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during installation of 840 ventilator circuit breaker triggered on power supply. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.